Manufacturer narrative:
Per the clinic, the patient was treated with topical steroid (date and duration not reported). This report is submitted on may 15, 2024.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported).